Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in it's original packaging. The device has been deployed, and the shaft is separated from the handle of the device. No sutures or anchor were returned. The shaft is bent on the distal end, and there is debris on the device. Per case details, the broken inserter pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a labrum suture procedure, when the osteoraptor anchor was deployed, the inserter broke and only the handle of the device came off. All broken pieces were removed from the patient. There was no delay reported, but it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).